Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) stating she broke her onetouch ultra2 meter by throwing it off the balcony. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed on (B)(6) 2011 at approximately 3pm her onetouch ultra2 meter suffered damage/trauma from being thrown from a balcony. The patient reportedly manages her diabetes with glipizide pills in addition to another, unknown pill. The patient stated that she continued with her usual diabetes management routine as a result of not being able to check her blood glucose. The patient claimed that the following day at approximately 7-8am in the morning, she developed symptoms of felling 'shaky, cold, feeling faint' and despite her symptoms she confirmed she did not receive any form of medical intervention. The patient denied testing on another device. At the time of the initial call, the cca noted that the patient no longer had the meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.